Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance (greater than 3,000 ohms), oversensing, noise visible on egm, and is suspected to have a lead conductor fracture. A lead safety switch to unipolar, impedance was at 600 ohms, and noise was no longer seen. At this time the rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.